Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving baclofen (500 mcg/ml at 52.4 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that prior to a replacement surgery the patient was getting baclofen at a dose of 1147 mcg/day but that after the surgery she became " like a noodle". It was reported that the patient was placed in a rehab facility and was gradually titrated down. The caller stated that when she saw the patient for a follow up appointment she was "floppy". It was noted that the patient medication was decreased to "almost no medication" but she was not spastic and had no tone in her legs. It was reported that the patient was non-compliant with refills; the patient had an appointment earlier this month and rescheduled it but did not want to come in due to the weather. The caller required advice on to prepare the pump to discontinued due to the patient not knowing if she wanted to continue with therapy. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicated that the catheter must have been broken. It was reported that the patient's medication was titrated and the device was working as intended. No further complications have been reported as a result of this event.